Event description:
Account reported that during intralase procedure they experienced vertical gas breakthrough. Patient's flap edge was slightly broken. Thickness of flap was set 105.

Manufacturer narrative:
Evaluation: amo quality technician reviewed the dhrs (device history records). In these records no ncrs (non-conformance reports) were found. This documentation also shows product was manufactured and assembled according to quality procedures. All pertinent information available to amo has been submitted.

Manufacturer narrative:
(B)(4). Evaluation: account reported the patient's flap was slightly broken. They are not returning the patient interface, have not provided information on the surgery outcome of have provided any patient follow up after the event. Therefore, a report will be submitted to the FDA. Investigation is in progress since the device history record has not been completed. Method: actual device not evaluated; results: investigation in progress. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.